Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced recurrent overnight hypoglycemia around 2 a.m., with logs suggesting insulin stacking from elevated pre-bed glucose as a potential contributor, while using a dexcom g7 cgm and treating lows with oral glucose. Symptoms included feeling cold, clammy, and numb. Outcomes included transient hypoglycemia with self-treatment and no medical intervention or hospitalization. Investigation included troubleshooting and education with review of device logs. Investigation of this case revealed hypoglycemia with an unclear root cause, with user behavior and settings under review and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.